Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the trident reamer handle has broken at the connection of the reamer to the attachment on the drill. No metal fell into the patient. The case was completed using an alternative handle.

Manufacturer narrative:
An event regarding crack/fracture involving an acetabular remear handle was reported. The event was confirmed. The supplier, greatbatch medical, indicated: the power tool coupling was broken, however the piece(s) that broke off were not returned with the device. The teflon sleeve was not returned either. There was significant signs of wear and material deformation on what remained of the power tool coupling. This breakage may have been caused by an overload of force applied in the power tool coupling region over time, as well as wear due to repeated use. The rest of the complaint sample showed signs of wear in the form of scrathces, nicks and gouges throughout." Medical records received and evaluation: not performed since no patient involvment was reported. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The investigation confirmed the reported event based on the supplier's analysis which concluded that the fracture may have been caused by an overload of force applied in the power tool coupling region over time, as well as wear due to repeated use.

Event description:
The customer reported that the trident reamer handle has broken at the connection of the reamer to the attachment on the drill. No metal fell into the patient. The case was completed using an alternative handle.